Event description:
It was reported that the customer was hospitalized for high bgs. Troubleshooting was performed. The insulin concentration, programming, and bolus history on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. The family member stated that the customer's bg was controlled when pt was in the hosp, but started to rise again when the customer went home. The infusion set was changed and use manual injections to control the glucose level, also the contact stated that the alarm history revealed a no delivery alarm after the infusion set was changed. Instructed to try another set change and to talk their md about rotating the site. Suggested the customer to call back the help line for further assistance.